Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with electrostatic discharge (esd). The submitted system controller event log file captured a pump stop and loss of power to the mobile power unit (mpu) which appeared to be associated with an esd event. The pump was not able to resume operation due to the loss of external power, but ultimately restarted when power from a 14 volt lithium-ion battery was provided to the system (per design, the heartmate 3 pump cannot restart on backup battery power). No other notable events were observed. The pump resumed operation after external power was restored without issue. No patient impact was reported in association with this pump stop event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 7 of the IFU and section 5 of the patient handbook describe advisory and hazard alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) alarmed when on wall power but was showing no power. This was the same alarms that occurred a couple of weeks prior. Different outlets were tried but the green light still did not illuminate. The external power cord was changed with no resolution. The alarm occurred when the patient was removing their sheets to do laundry. The history showed the pump was off. The mpu was exchanged. The event log captured pump stop events on 17jan2023 from what appeared to be an electrostatic discharge (esd) pump stop event. The esd pump stop occurred on the mpu and looked as though the mpu may have been damaged by the discharge event as the pump did not restart like it would typically after an esd pump reset. The pump was off for around 8 seconds until the patient switched to battery power. The pump appeared to be functioning as intended after this event. Reference regulatory report MFR # 2916596-2024-00499.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.